Manufacturer narrative:
B3: date of event and d4 revised based on clarifying information received from the clinical site.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was planned to be implanted with an impella cp device for mechanical circulatory support. During the implant the automated impella controller (aic) had controller error message upon start up. Impella cp was not yet inserted in patient and unplugged from console, new impella placed. Aic was not switched out by staff at the time and was used for patient support without further issue. No patient harm reported due to the issue.